Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'service gas system' message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the oxygen (o2) sensor and calibrated the unit. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.